Event description:
Same case as 6000089-2006-00655. During a coronary artery drug eluting stenting treatment procedure the hypotube snapped on one stent and there was stent damage on another stent. The physician was treating a lesion in a calcified segment of the left anterior descending (lad) coronary artery. The lesion was predilated using a 12mm length balloon. A 2.5 x 12mm taxus express2 drug eluting stent was advanced and the hypotube snapped outside of the pt. The physician removed all parts of the catheter. A 3.0x24mm taxus express2 drug eluting stent was advanced but the physician was unsuccessful at crossing the lesion. Upon withdrawl it was noticed that the proximal stent struts lifted from the delivery balloon. The physician completed the procedure and there were no pt complications. The pt condition was reported as satisfactory.